Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following fields: h6. Corrected field: e3. Since the device is more than fifteen (15) years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be determined. Based on the results of the investigation, the malfunction occurred because the video function did not work properly due to insufficient cleaning of the output connector. The event can be prevented by following the instructions for use which state: troubleshooting guide wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated onsite by an olympus field service engineer(fse), and the customer¿s allegation was confirmed due to a worn socket. The fse cleaned the contacts with alcohol and was able to maintain the 190 scope image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the light source would have an image quickly but then the screen would go blank when using a 180 scope. When using a 190 scope, the image was static and snowy appearing, there was no error code. There were no reports of patient harm.